Event description:
Coronary bypass operation. When attempting to d/c the foley catheter in the ICU prior to transfer to the floor the next day the balloon would not deflate. Multiple attempts were made to deflate the balloon including cutting above the inflation valve, instillation of 10 mls normal saline, and physical manipulation to attempt removal to no avail. The next morning a physician came to the bedside and injected an undetermined amount of air bolus which burst the balloon which required IV medication for pain. The initial void after catheter removal revealed acute dysuria, gross hematuria and intermittent bladder spasms thereafter. Pt was discharged from the hosp 2 days later, was treated with bactrim ds 1 po bid for presumed infection. At home, recovery slow and difficult, low-grade fevers, generalized pain with continued dysuria, no visible hematuria. Was readmitted 9 days after discharge with fever, dysuria and generalized pain. D/c'd the next day. D/c diagnosis: uti; antibiotic changed to levoquin, bactrim was d/c'd. Home recovery remained slow without improvement. Was readmitted approximately 7-10 days after with pneumonia and pulmonary embolus. Now wearing a depends diaper for urinary incontinence during hosp stay. However, main problems seemed unrelated. Required oxygen therapy, anticoagulation therapy and finally rehab. Finally d/c'd to home. Required to wear a diaper due to no bladder control. Was seen by a urologist in 8/2003 for dysfunctional voiding, urinary incontinence and dysuria. His recomendation is a cystoscopy.